Manufacturer narrative:
This event occurred in (B)(6). Phone: (B)(6). The customer performed precision testing with acceptable results. The field application specialist changed the instrument sample probes, and performed probe adjustments. He performed system checks with acceptable results. He performed precision testing. The field service engineer discovered worn, and damaged tubes at the cell rinse station. He replaced the tubing, and performed system checks. After service, he performed qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine plus ver.2 and ca2 calcium gen.2 results for six patients tested on a cobas 8000 c 702 module. It is unknown whether the questionable results were reported outside the laboratory. The customer performed repeat testing with the same samples for confirmation.